Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedances, measuring less than 200 ohms. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).